Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that upon opening of the intra-aortic balloon (iab) kit it was noted by the physician that there was no stylet kit included. The date of the event is unknown. There was no reported injury to the patient.